Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with battery low was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved by replacing the main batteries and battery harness. A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with battery low. The event was reported to have occurred upon power up in med b. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.